Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 314.291 lot number: 190498-103 release to warehouse date: 14.may.2020 expiration date: na supplier: (B)(4). Manufacturing site: werk selzach the customer reported that the black plastic portion of 314.291, sliding mechanism was broken in half. The repair technician reported that device failed cosmetic test and handle was broken. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is handle cracked/broken. The item will be forwarded to customer quality. The evaluation was confirmed. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name & address corrected h4: device manufacture date corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: initial reporter is a synthes employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the black plastic portion of collinear clamp hand piece broke in half. The procedure was completed successfully using pointed reduction forceps and crab claw forceps. There was no surgical delay. No further information is available. This report is for a sliding mechanism. This is report 1 of 1 for (B)(4).